Event description:
Or circulating rn reports a stryker vertebral spacer broke in half after it had been implanted and cemented into place when the surgeon attempted to tighten the screws. The orthopedic surgeon noted the breakage and discussed with the stryker rep who was in the room and all felt it would be more harmful to try to remove and replace it than to cement and continue to fixate it. Surgeon felt no harm to the patient, the surgeon documents he checked x-ray and found "excellent alignment of spine and fixation". He also noted there were no complications, "excellent decompression of nerve roots," and no cerebrospinal fluid (csf) leak noted. He verified all implants were secure and continued with surgery and closure. Day 1 post-op observations were obvious limitations post back surgery but no change or unexpected symptoms.====================== health professional's impression======================it broke in half====================== manufacturer response for adaptive vertebral spacer, stryker avs tl======================product rep was in or suite when incident occurred.